Event description:
Patients left hip was revised due to metallosis and ceramic debris. (B)(6) study patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding ceramic debris involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as returned of the device, x-rays, operative reports as well as patient history and follow-up notes are needed to further investigate this event. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patients left hip was revised due to metalosis and ceramic debris. Abc study patient.